Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that is being oversensed by the device, cause pacing inhibition. A technical service consultant recommended having the patient be seen in the clinic, and perform x-rays and lead integrity testing. The patient lives on an island, and only travels for major procedures. This right ventricular (rv) lead remains implanted. No adverse patient effects were reported.